Event description:
It was reported that the customer's insulin pump alarmed during the prime process. The customer's blood glucose reading was 80mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk. The insulin pump was programmed with multiple bolus deliveries and monitored. All the boluses were delivered completely their indicated amounts and were properly recorded in the bolus history screen.